Event description:
Customer reported low blood glucose symptoms with result of 77 mg/dl obtained on the compact plus system. Within 10 minutes customer tested 46 mg/dl on paramedic's meter. Customer was treated with an IV (contents unknown) and taken to the hospital. Customer tested 46 to 51 mg/dl on hospital meter and received additional medical treatment; she was released from the hospital the following day. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.